Event description:
A physician reported that following intraocular lens (iol) implantation, the patient complained of water droplet appearance that affected the central vision. The patient also had eye strain and headaches.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction: the initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
With available information, the file was reviewed and reassessed and it has been determined that the reported events do not meet criteria for reporting based on applicable medical device regulations.